Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unit passed the self-test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Confirmed pump alarmed insulin flow blocked alarm on 10/16/2020: 17:19:14.000 bolus, 17:19:44.000 bolus, 17:22:00.000 bolus, 17:24:18.000 bolus; 10/17/2020: 07:51:10.000 bolus, 07:51:42.000 bolus, 07:52:14.000 bolus, 07:53:20.000 bolus, 07:53:50.000 bolus, 07:54:42.000 bolus; in pump downloaded history. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, detached retainer, pillowing keypad overlay and label damage (serial number label stained, faded and peeling). Unable to confirmed insulin flow blocked alarms due to missing retainer ring. Missing retainer ring was confirmed. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported insulin flow block. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the and device will be returned for analysis.